Event description:
It was reported that during the unknown procedure, that directly from the box the device rotation knob would not open fully in order to remove the anvil. The trocar advanced about 3/4 of the way and stopped. It seemed that the technician had to apply more pressure/strength than normal when opening the device to attempt removal of the anvil to have it patient ready. The device was not used on the patient. A new device was opened. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2022. Only event year is known: 2022. Batch # 772a28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to extend the adjusting knob was unsuccessful. Since the trocar advanced about 3/4 of the way and stuck. The device was disassembled to verify the condition of the internal components the motor connector was observed disconnected from the pcba and the adjusting rod and the adjusting knob were found to be damaged. The damaged adjusting rob could have prevented the movement of the rod. Due to the condition of the device no functional test was performed. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.